Event description:
A surgeon reported that during creation of the corneal flap, the laser had low energy flow and the flap was incomplete. The procedure was aborted. The patient went to a different facility for surgery completion and postoperative evaluation. No other details were provided by the surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the root cause cannot be determined conclusively. The logfiles were requested but not received. With limited information, the root cause could not be determined conclusively. (B)(4).